Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of exposure is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported event of xen®45 gts erosion in unknown eye. Hcp wants to "trim the xen®45 gts down, and hopes that the area will close up." Event is ongoing.